Event description:
It was reported that the physician was unable to interrogate the patient's device because the device was "relatively old." The device was scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).